Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that therapy was turning off by itself. It was reported the patient was on hd settings and no adaptive stimulation. The manufacturer's representative (rep) speculated that the ins maybe turning to 0v and then off. Rep stated when the neurostimulator (ins) was on, it was working and patient was getting great relief. Rep also speculated this may be user error and patient may be using stim off button to sync with the neurostimulator (ins) causing it to turn off. It was reported that the patient reported this happened when they were sleeping but then clarified that the patient must have deduced this because it was when they check the ins in the morning that they notice it is off. It was reported to have been occurring intermittently. It was reported this has happened 3-4 times. Patient indicated they checked the patient programmer and it would show stim is off. Patient stated they were able to communicate with the ins therefore ins was not depleted. It was not known if the issue was resolved. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the therapy intermittently turning off was due to user error.